Event description:
Hyperglycemia episodes. No alarms for when pump is not delivering insulin, yet we alarm for checking keytones but won't let a person know they aren't in delivery mode. FDA safety report ID # (B)(4).